Event description:
A nurse reported that probe was not functioning correctly, failing to cut the vitreous during vitrectomy surgery. The probe was replaced to complete the surgery. There was no information about patient impact.Additional information received that there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).